Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition, eluting coronary stent systems instructions for use, as a known patient effect. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented with severe chest pain, and an angiogram revealed that the mid right coronary artery was fully occluded. The lesion was pre-dilated using a semi-compliant balloon. A 2.5x23mm xience prime stent was deployed at 16 atmospheres. Fluoroscopy after stenting revealed a dissection at the distal end of the implanted stent. A xience xpedition stent was deployed to cover the dissection. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.